Event description:
It was reported that the patient ¿felt like I just got total overloads of medication¿. It was also reported that ¿morphine, number one, depresses me¿. It was also reported that the patient was ¿not getting pain relief¿. It was also reported the patient was ¿afraid to eat because I knew my stomach was going to be torn up¿.

Event description:
It was reported that the patient had reactions to morphine. The patient had been switched from fentanyl to morphine. The patient experienced loose stool for 3 years before she figured out that the morphine was causing the problem. It was noted when the health care professional (hcp) decreased the morphine dosage the loose stool went away but the patient was not getting pain relief from her pancreatitis. The patient felt at times she was going through withdrawal and at other times like too much medication was going through. The patient experienced a "constant vibration in her foot when it was working." It was noted that the patient had two refills in a row where she had 2-3 ml less than expected. It was also reported that the patient hear a critical a couple of weeks ago. She only heard the alarm once. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).